Manufacturer narrative:
The product was returned to invacare (B)(6). However, no evaluation was available for review at the time of this investigation. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The bed rail will not stay up, it goes down into the locked position.